Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: subacute right ventricle perforation: a pacemaker lead complication. Bmj case reports. 2021; 14:e242489. Doi:10.1136/bcr-2021-242489. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding subacute right ventricle perforation. The article reports a patient who presented for routine follow up after the implant of an implantable pulse generator (ipg) and complained of continuous chest pain for five days. Pacemaker interrogation revealed an increase in pacing threshold to a high value. In fluoroscopy, the lead was still at the apex and did not appear to have changed position. The chest radiograph showed a loss of the italic s-shape of the right ventricular (rv) lead. Transthoracic echocardiography showed penetration of the rv lead through the right ventricular apex into the pericardium without any pericardial effusion. Computerized tomography (CT) revealed the rv pacing lead perforated the myocardium and the tip was seen lying between the visceral and parietal pericardium with mild pericardial effusion. The lead was reintegrated into the myocardium and the lead was explanted and replaced. A right pneumothorax that required drainage complicated the surgical intervention. The status/disposition of the lead is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.